Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patients ipg was replaced and the site was revised. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patients ipg was replaced and the site was revised. The patient was doing well postoperatively. Additional information was received that the explanted device will not be returned.